Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240(air in set) during dwell 3 on the home choice (hc). The technical service representative (tsr) had the home patient (hp) to cycle the power twice to clear the alarms. The tsr advised the hp to disconnect from the machine and complete therapy using manual supplies. The hp stated that he would call the registered nurse (rn) in the morning. Product surveillance (ps) contacted the home patient (hp) on (B)(4) 2012, regarding the system error 2240. The hp stated he continued therapy using manual supplies and resumed therapy on the cycler the following night. The hp followed up with his peritoneal dialysis nurse (pdn) regarding the alarm and the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.